Event description:
The sheath was caught on a stent that was implanted in the patient. While attempting to remove the sheath from the patient's body, it ripped in half, possibly leaving debris. The physician was unsure if it was sheath or plaque, attempted to snare and remove unsuccessfully. Requested further information; which was confirmed on (B)(6) 2012: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unknown as lot is unknown. No consequence to the patient reporter. Separation is addressed in the IFU. Device was returned in a used and damaged condition: the shaft separated at approximately the midpoint of the sheath with the coil intact. At the point of separation, the edges of the material were slightly thinned with evidence of elongation on only one side. Per quality control specification, there is 100% inspection; insuring correct inside and outside diameter of tubing. It is also insured the material is free from surface defects, bumps, bulges and protruding coils. An IFU is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage although the condition of the returned device suggests the sheath was partially cut or nicked by another device or entity through its diameter during use with the remainder being torn apart due to tensile forces; however, it is feasible to suggest this product failure contributed to the described patient harm. It is not possible for confirming any out of spec condition in manufacturing as no lot number was provided. Prior similar complaints and the quality engineering risk analysis resulted in the issuance of a corrective action/preventative action for this failure mode of separation. This led to a revised IFU issued via change request (B)(4) 2012. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.